Event description:
Information received from the field does not address the patient's clinical status but notes that although the device had been programmed to ddd mode, each time the patient returned for a follow-up, it was found in voo mode. Attempts to download the software were unsuccessful.